Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: brief inquiry description: air in line alarms. Detailed inquiry description: IV pump at nurse desk is not working properly. Keeps beeping during infusions and says air in line when there is not. Happened twice with 2 different infusions on patients and had to switch pumps. The staff determined that it is not the pump, that it's the tubing that was being used causing problems. No injury reported.